Manufacturer narrative:
The sapien 3 valve was returned to edwards for evaluation. Functional and dimensional testing was unable to be performed due to the nature of the complaint. Visual inspection revealed one (1) black particulate and one (1) blue thread like material was found near the outflow side of the leaflet. Material analysis was performed on the isolated materials collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results for the reported black particulate showed similar absorption characteristic when compared to polyester like material, and the blue thread like material showed similar absorption characteristic when compared to polypropylene like material. A review of manufacturing process was performed to determine if the particulate could have originated at edwards irvine facility. A listing of all the tooling, fixtures and material used in the manufacturing line of 9600tfx valve were generated and reviewed. Based on the review, black polyester material was not used in sapien 3 valve packaging processes; however, there was similar material for blue polypropylene used during manufacturing process. Additionally, review of all the tools/fixtures/workstations, indicated they were properly maintained in cleanroom during the walk-through. The operators were properly gowned with hair covers, shoe covers, and cleanroom gowns as observed during cleanroom review. There was no observation of non-conformance or abnormality. In conclusion, the blue polypropylene like material was identified in the thv manufacturing process at edwards irvine facility; however, it was unlikely introduced from the manufacturing process-based site reported event, since the site was only observed 'a black small dark speck' during the valve rinsing, so the blue polypropylene (thread like material) could be introduced during the return handling. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. During manufacturing the valves are 100% visually inspected for any foreign material on valves or components during valve assembly. Per procedure, the valve is 100% inspected for any foreign material on valve inside glut or jars during preliminary packaging. These manufacturing steps and inspections during the manufacturing process support that the manufacturing mitigation are in place, so it is unlikely that a non-conformance contributed to the reported complaint. The commander delivery system with s3 s3u and s3ur IFU and device preparation training manual was reviewed for guidance and instructions. The device preparation training manual provides guidance on thv rinsing. Verify final thv size and correct time to unpack thv with operating physician, examine thv box and jar, remove thv and holder without touching tissue using hemostats or forceps, and check for frame or tissue damage. Do not use if damaged. If the container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the thv must not be used, completely submerge thv/holder assembly in first bowl of greater or equal 500 ml sterile physiologic saline and gently swirl back and forth for at least one minute to remove the glutaraldehyde. A thv should not come in contact with identification tag, bottom or sides of rinse bowls, no other objects should be placed in rinse bowls, and thv should be kept hydrated throughout the rest of the preparation procedure to prevent tissue from drying. Transfer thv/holder assembly to second bowl of greater or equal 500 ml sterile physiologic saline, completely submerge, and gently swirl back and forth for at least one more minute and leave thv/holder assembly completely submerged in final rinse solution until needed to prevent tissue from drying. The appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for particulate noticed was confirmed based on the returned device evaluation. A review of DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Manufacturing mitigations are in place to support that manufacturing processes was unlikely contributed to the reported complaint. As reported, 'during prep of a 29mm sapien3 valve a black small dark colored speck was noted on one of the leaflets during the rinse process'. For this case, the site reported only one (1) black speck on the valve. For the blue thread like material per ftir material analysis results, it showed similar absorption to polypropylene, which was common material at the site for the disposable gown, mask, shoe cover and other non-woven disposable supplier. In addition, the blue thread like material was not reported from the site (only 'a black small dark colored speck' was seen'), so the blue thread like material (polypropylene) was likely introduced during the return handling from the site. In this case, the potential from edwards manufacturing process can be eliminated for the blue thread like material. For the black particulate per ftir material analysis results, the black particulate showed similar absorption to polyester. The process walk through was performed by manufacturing, and no black polyester material was used for raw material, fixtures, or tooling. Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. A review of IFU/training materials revealed no deficiencies. In additional, there was no particulate reported when it out of solution jar, and the black particulate was observed after the rinsing, so it was likely occurred during the device prepping handling. In this case, available information suggests that procedural factors (device prepping and returning handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment nor corrective or preventative action is required at this time. However, an awareness communication emphasizing the important of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards field clinical specialist, during prep of a 29mm sapien3 valve a black small dark colored speck was noted on one of the leaflets during the rinse process. An attempt was made to rinse the particulate from the valve. A new valve was used for the procedure. The valve will be returned to edwards for evaluation.